Event description:
It was reported that a decrease in sensing and an increase thresholds were observed. X-ray revealed lead dislodgement. As such, lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.